Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels; however, the exact values were not provided. System check could not be performed with tandem technical support as the customer was no longer using the tandem pump. The customer's bg levels were normal using another non-tandem pump.